Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had received multiple rounds of inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for an atrial-driven arrythmia. Review of the episode noted changes in amplitude morphology measurements and oversensing. The ICD remains in service and no adverse patient effects were reported.